Manufacturer narrative:
Investigation included a review of available device-use information and user feedback. Investigation of this case revealed no device malfunction could be confirmed and no device-related contributing factor could be identified based on the information provided. It was concluded that the event was related to hypoglycemia of undetermined cause with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user stated ¿insulin overdosing,¿ and the event was characterized as hypoglycemia with cause unclear, with no associated alerts or alarms and user education or troubleshooting provided. Symptoms included low blood glucose and associated signs consistent with hypoglycemia. Outcomes included transient impairment that did not result in long-term sequelae.